Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that the image sensor cable outer cover was misaligned inside the insertion part scope cover. It is likely that the disconnection caused the discoloration, purple/green when angled up. It is likely that the cause of the image sensor cable sheath shift was excessive twisting, bending, or other stress that exceeded expectations. The inspection method for this event is described in the instruction manual (operation edition) "chapter 3 preparation and inspection 3.8 inspection of functions in combination with related equipment" as follows: "[inspection of endoscopic images]. Check whether normal light observation images and nbi observation images appear normally. 1. Before inspection, wipe the lens at the tip of the endoscope with sterile gauze moistened with saline or sterile water. 2. Observe the palm of your hand using normal light observation images and nbi observation images. 3. Make sure the lighting is on. 4. Adjust the light intensity to get the appropriate brightness. 5. Confirm that there are no abnormalities such as noise, blur, or cloudiness in normal light observation images and nbi observation images. 6. Operate the angle lever on the endoscope to bend the curved part. 7. Confirm that no abnormalities occur, such as normal light observation images and nbi observation images momentarily disappearing." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, irregular color tone, image discoloration on the endoeye flex deflectable videoscope. The issue was found during a therapeutic respiratory lung resection surgery. The facility completed the intended procedure with another similar device. There was approximately a five-minute delay. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿irregular color tone, image discoloration ¿was confirmed and was unable to determine which component was causing the problem. The device evaluation also found the adhesive on the bending section cover had a chip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.